Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The products were returned and the reported event was confirmed following visual evaluation and functional testing. Based on the evaluation, device malfunction has occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number was performed for similar events no complaint about nonconforming products was identified. Functional testing was performed. The mount was stuck to the implant and could not be disengaged. Therefore, the reported event was recreated. The complaint is related to the functional performance of the device. A definitive root cause could not be identified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Additional 510(k) number is k013227.

Event description:
It is reported that the fixture mount would not disengage from the implant.